Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose attributed to overtreatment of hypoglycemia with large amounts of fast-acting carbohydrates and use of false meal announcements, which led to subsequent hyperglycemia and disrupted ilet algorithm performance. Symptoms included hypoglycemia at 60 mg/dl and hyperglycemia up to 330 mg/dl without loss of consciousness, dka, or other acute complications. Outcomes included transient excursions outside the 70¿180 mg/dl range for less than one hour, managed by oral glucose for lows and erroneous meal announcements for highs, with no medical intervention. Investigation included user education on appropriate hypoglycemia treatment and proper meal announcement use. Investigation of this case revealed misuse and incorrect therapy management by the user, causing glycemic variability and interfering with device algorithm function. It was concluded, based on previously established findings for similar reports, that the cause was user error and inappropriate treatment of hypoglycemia.